Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump was working intermittently. Customer stated that she has changed and wasted the infusion sets. Customer had a piece of pizza and lettuce last night. Customer's blood glucose was 120 mg/dl and she took .02 units of insulin. Customer's blood glucose was 489 mg/dl this morning. Customer stated that she takes a bolus but her blood glucose is still high. Customer stated that she does a set change but it only works for a few days. Customer stated that she had a half of a sandwich and bolused 3.5 units. Customer's blood glucose was still in the 300's mg/dl. Customer took another bolus and her current blood glucose is at 441 mg/dl. Customer took her blood glucose later and it was at 491 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.